Manufacturer narrative:
This event is supplemental, and the information and investigation findings will be submitted under MFR # 2916596-2025-06760.

Event description:
It was reported that the patient was admitted for low flow alarms on (B)(6) 2025 and a chest computed tomography (CT) at that time showed likely extrinsic outflow graft obstruction (eogo) that was being monitored.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.